Event description:
A malfunction alarm was reported, identified as malf 0, with no notable events occurring beforehand. There was no adverse impact to the customer's blood glucose level. Tandem technical support arranged to replace the customer's pump, confirming the shipping address and instructing the customer on how to store and return the malfunctioning pump using a pre-paid label. The customer was informed to use mdi as a backup therapy to ensure continuous insulin delivery and acknowledged all instructions provided.